Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level, as it remained within normal range. The customer service team instructed the caller on how to press the button more effectively and assisted in removing the pump from its case, but the issue persisted. As a resolution, a replacement pump was sent to the caller, who was instructed on returning the problematic pump and informed about the steps to take upon receiving the replacement.